Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported, the ipg was unable to communicate with external devices and the patient's leads had migrated. A manufacturer representative confirmed and deemed the ipg inoperable. X-ray imaging confirmed migration of both leads. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein, the full scs system was explanted and replaced to address the issue.